Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Concomitant product: c4tr01, ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted due to the patient having open heart surgery. The lead was analyzed and tested out of specification. A new lead was implanted. No patient complications have been reported as a result of this event.